Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a removal surgery with an expert tibial nail system on (B)(6) 2018. During the procedure, the surgeon could not attached an extract screw in an unknown nail. The surgery was suspended to deliver an alternative device and called the sales consultant. As per sales consultant, an extract screw was slightly slant to medial direction against the nail. Then, surgeon was carefully aligned an extract screw and the nail in both the front side and side while attaching them and the nail was successfully removed. The surgery was delayed by 120 minutes. As per surgeon, an extract screw and nail, it was hard to aligned because acceptable range of angle between them was small. There was no adverse consequence to the patient. Concomitant device reported: unknown expert tibial nail (part# unknown, lot# unknown, quantity of 1).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a patient underwent a removal surgery of an expert tibial nail system on (B)(6) 2018. During the procedure, the surgeon could not attach an extraction screw in the nail. The surgery was suspended so an alternative device could be delivered by the sales consultant. Per the sales consultant, the extraction screw was slightly slanted to the medial direction against the nail. Using the replacement instrument, the surgeon carefully aligned the extraction screw and the nail while attaching them and the nail was successfully removed. The surgery was delayed by 120 minutes. Per the surgeon, the extraction screw and nail, were hard to align because the acceptable range of angle between them was small. There was no adverse consequence to the patient. Concomitant devices: expert tibial nail (part: unknown, lot: unknown, quantity: 1) this report is for a conical extraction screw for titanium (ti) femoral and tibial nails. This is report 1 of 1 for (B)(4).